Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the information was incorrect. They ¿did not say my pump caused me to fall¿ and ¿my pump had never stopped working¿. The patient further stated that their fall was totally accidental and had nothing to do ¿with my pump¿. They further stated that ¿my pump was working fine¿ and had never stopped working. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported it was not working, they were still having bladder leakage. They said they thought it helped for a while, they went to their doctor 3-4 months prior and they adjusted it, but the patient didn't feel it helped. They were able to sync with their programmer on the call and it showed stimulation was on, set to program 2 at 4.5 volts. They increased stimulation on program 2 and they weren't feeling it. They switched to program 3 and increased to 4.8 volts and they could feel it. They patient noted a fall related to the issue, noting they had fell on their knee one time. The patient was told to give it a couple days to see if they got symptom relief, they were instructed to call back for an adjustment if they didn't get relief. No further complications were reported or anticipated.